Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited low pacing impedance. The lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.

Event description:
New information noted that right ventricular (rv) lead had insulation damage.